Event description:
Pt reported that relatives were unable to wake pt, so they took pt to a hosp emergency room where it was determined that blood glucose was 12 mg/dl. Pt was treated with IV glucose, and pt regained consciousness once the blood glucose was 92 mg/dl.